Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 322 mg/dl. A system check was performed and the occlusion was found to be within the infusion set tubing. However, customer was using apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. The infusion set was changed to address the event and insulin delivery was resumed.